Event description:
Healthcare professional reported event of necrosis in a patient implanted with seri. No information was reported on the placement of the device, of if any treatment was administered. The device was not returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned to allergan. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may be required, although device-relatedness has not been established.